Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was lead perforation and the patient experienced a pericardial effusion sometime after the leads were implanted. It could not be determined which of the two leads caused the perforation. The physician expressed concern that there may be something wrong with the leads. The leads remain in use. There were no further patient complications reported as a result of this event.